Manufacturer narrative:
"G5. Additional 510 (k): k222591. Investigation summary: the customer was noticed two vials were labeled on the same accession number. One was automatically reported as negative, and the other was not reported in time. It was not found in epicenter but when searching on bottle ID, it was found on a different sample type. Both samples had been taken within a short time interval and had the same bottle ID on the referral. Bd was unable to reproduce the customer¿s experience with bactec product. Quality control department performed a visual inspection and an instrument vial entry test to all retention samples (bactec fx instrument). Barcode sequence numbers were not repeated during the retention samples evaluation. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.". This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), bottles had duplicate barcode sequence numbers. There was no report of patient impact.